Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a clamp open on an unused supply line during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter (B)(4) regarding a system error 2240 and a system error 2367 during dwell 2 on the homechoice (hc). The technical service representative (tsr) explained the air alarm. The clamp was left open on the unused line. The tsr said the therapy was over and the registered nurse (rn) should be notified. The tsr had her cycle power to get the system error 2367. The tsr had her cycle power again to get back to the start. The hp would finish with a manual bag. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.